Manufacturer narrative:
Insulin pump function properly during functional check including rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery, displacement, self-test, a21 test and all operating current test were normal. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and ink spot/bleeding on the middle of lcd glass.

Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose levels were not included in the report. Customer stated that there is a mark on the screen. Customer stated that the screen is sometimes difficult to read during the bolus procedure. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.